Manufacturer narrative:
Additional information was received from the physician that the dissection occurred during the use of a snare to position the valve up. The physician also reported the patient died fourteen days following valve implant due to complications related to the aortic dissection surgical procedure; it was reported the dcs was not related to the patient¿s death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 26mm transcatheter bioprosthetic valve, in a patient with a diseased right iliac artery and a dilated ascending aorta, the valve did not fully expand and moderate paravalvular leak was noted. Subsequently, a post-implant balloon aortic valvuloplasty was performed with a non-medtronic balloon. After the balloon was deflated, as it was pulled from the valve, it caught on the valve frame and the valve dislodged. The physician was unsure if the wire or edge of the balloon was what caught the valve. A snare was used to position the valve above the sinotubular junction. A second valve was loaded onto the same delivery catheter system (dcs) and inserted into the patient, but could not cross through the first valve as the nosecone of the dcs would catch on the valve frame. The dcs and valve were withdrawn from the patient and not used for implant. Subsequently, a non-medtronic valve was implanted. Following implant of the non-medtronic valve, the patient was hypotensive; discussion was that a type b dissection had occurred. A decision was made to close the patient and order a computed tomography (CT) scan. Later that day the CT scan confirmed a type a dissection in the ascending aorta and the patient was sent to emergency surgery. It was reported the dissection likely occurred after the dislodged valve was snared. It was reported that an unknown amount of time following valve implant, the patient died. The cause of death was not received. It is unknown whether the valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.